Event description:
Rn reported home patient (hp) developed peritonitis while using homechoice device for apd therapy. Hp was hospitalized on 5/22/99 and treated with 20 mg ip vancomycin and 4 mg ip tobramycin. Hp subsequently died. No further information regarding the peritonitis event of hp's death was provided by the rn after repeated requests. Rn does not attribute the cause of the infection to the device.